Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "implant deflating little by little, rippling" this record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., g.1., h.6.

Event description:
Healthcare professional reported "implant deflating little by little, rippling" this record is for the left side. Device was explanted.